Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have a experienced a blood glucose versus sensor glucose differences. Customer reported that the sensor glucose reading was 164 mg/dl and the blood glucose reading was 404 mg/dl. The insulin was not suspended. Troubleshooting was performed and customer was advised to monitor the issue and change the sensor if the issue persisted. The products are not expected to return for failure analysis.